Manufacturer narrative:
The product was returned and investigated. The complaint was not confirmed. No errors or readings issues were noted during product investigation. This is a final report.

Manufacturer narrative:
The customer's products have been requested back for investigation and a follow-up report will be sent once new information is obtained.

Event description:
An adc customer facility reported that their poc xtra meter was reading imprecisely. The representative specifically reported they received a meter reading of 314mg/dl and 466mg/dl and compared the results to a laboratory reading of 197mg/dl obtained within a ten minute time frame. When plotted on the parkes error grid the results fell within the "c" zone showing the difference in values is considered clinically significant. There was no report of death or permanent impairment associated with this report.